Manufacturer narrative:
(B)(4). According to the customer, the device is not available to be returned to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir cannot be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter italy that the reservoir of a multiday infusor device ruptured during a patient chemotherapy treatment. The device was infusing 42ml of 5-fluorouracil and a physiologic solution on a female patient when the reservoir burst. The chemotherapy was prepared again and the patient's treatment resumed on a different infusor device. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 814:04. It is unknown when or at what point in the process this event occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version (B)(4) which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: a batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. A trend review was performed showing an unfavorable trend year over year for reported complaints of ruptured reservoirs. The root cause for ruptured reservoirs experienced on coiled tube infusor devices is currently being investigated under CAPA# (B)(4).